Event description:
Medwatch form rec'd from user facility that states "pt noted with blanched left arm. Air noted in arterial line tubing. Arterial line pulled, circulation returned to arm and hand. Tips of index and middle fingers appear necrotic." The set was used for left radial arterial line monitoring in a premature infant in the nicu. The nurse changed the line as per their protocol routine, and when assessing the pt a short period of time later, noticed that the left arm had blanched, and noted an unspecified amount of air entrapment into the monitoring line. The arterial line was discontinued. The neonatologist and the nurse feel that this event was caused by the air entrapment into the monitoring line. The customer states that the neonatologist expects "the pt will lose the tips of 1-3 fingers"